Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code gxl. Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history of the past three years has been reviewed. No service history review can be performed. There is no information relevant to the current complained issue. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): service history review: the customer reported the device was inoperable. The repair technician reported the contacts were blackened, and the motor was seized. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer on (B)(6)-2015. The evaluation was confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the service and repair department that two of the hand piece for battery powered driver aren't working properly after being washed improperly. The motor does not run. No additional information is available. This report is 1 of 2 for complaint (B)(4).